Manufacturer narrative:
Device code (B)(4) and eval code-conclusion (B)(4) no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The root cause of the patient's stimulation unexpectedly dropping down to 0 ma was determined; it was due to intensities not being assigned to adaptive stimulation when it was originally set up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulation had dropped down to 0 milliamps. The patient claimed that this happens a couple of times a week. He notices increased pain and checks the intensity which has changed to 0 milliamps. The patient claimed that this has happened before, but he notices it more often now. The patient does have adaptive stimulation active on the device. It was reviewed that the adaptive stimulation settings and intensities default to 0 milliamps and that 0 milliamps is the default for any position that doesn¿t manually get an intensity assigned during a programming session. There were no further complications reported.